Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. As of the date of this report, the prograsp forceps instrument has not been returned for evaluation. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that the prograsp forceps jaws were broken into small pieces. There was no report of patient involvement or reported injury.